Event description:
On (B)(6) 2019, a reporter for the lay user/patient (mother) contacted lifescan (lfs) alleging that her onetouch ultra mini meter was displaying an error 2 message whilst attempting to test. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) followed up with the patient. The reporter stated the alleged product issue first began on (B)(6) 2019, at an unspecified time. The patient manages her diabetes with oral medication, diet and exercise and reported that she made no change to her usual diabetes management routine in response to the alleged product issue. The reporter stated that 2 days after the alleged product issue began the patient developed symptoms of ¿dizzy¿. The patient reported that an ambulance was called, and they obtained a blood glucose result of 40mg/dl on the ems meter and the patient was treated with ¿oral glucose¿ by an hcp. At the time of troubleshooting, the cca noted that it was not the first time the subject meter was in use. There was no misuse of the meter, the patient used the correct test strips and performed the correct testing steps. After pressing the power button, the error message failed to reappear. The patient was unable/unwilling to walk through a retest. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began that required hcp intervention due to being unable to test on the subject meter.